Manufacturer narrative:
(B)(4). (Other): lens remains implanted. Evaluation codes: method - (other): work order search results - (other): a lens work order search was performed and no similar complaints were found within the work order. Conclusions (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens in the patient's left eye (os) on (B)(6) 2014. Lens rotation not associated to a low vault was noted on (B)(6) 2014. The lens was repostioned on (B)(6) 2014. On patient's last visit to the doctor's office on (B)(6) 2014, ucva: 20/80. Bcva: 20/30. Two or three days after repostioning the lens, it rotated again. The icl remains implanted.

Manufacturer narrative:
This is a resubmission to correct MFR # for supp# 1 in which the MFR number was reported incorrect. Claim# (B)(4).

Manufacturer narrative:
Updated info: on (B)(4) 2015 the lens was exchanged with a same size, different model lens and the problem is resolved. (B)(4).